Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis in the proximal femur, metal debris, and thigh pain. (Right hip).

Manufacturer narrative:
**Update**-12/27/2012- cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. **update** 1/28/2013- cd with x-rays was received. **update** 2/18/13 x-ray films were received. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Though the initial reporting stated no additional information was available, x-rays were later received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: expiration/UDI, patient, device.

Event description:
Ppf alleges loosening of the cup and stem, as well as metal wear and metallosis.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. Update - (B)(4) 2013 - cd with x-rays was received. Update - (B)(4) 2013 - x-ray films were received. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Though the initial reporting stated no additional information was available, x-rays were later received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and necrotic tissue. There was no mention of metal debris. The stem is bein added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.